Event description:
Patient reported "encapsulated" and "experiencing a lot of pain". This record is for the right side. Device was explanted, it's unknown if it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "encapsulated" and "experiencing a lot of pain", baker grade unspecified.

Event description:
Patient reported "encapsulated" and "experiencing a lot of pain". Later healthcare professional reported "capsular contracture baker grade IV" and "late seroma". This record is for the right side. Device was explanted.

Manufacturer narrative:
The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade IV; "late seroma".

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "encapsulated" and experiencing a lot of pain". Later healthcare professional reported "capsular contracture baker grade IV" and "late seroma". This record is for the right side. Device was explanted.